Event description:
A high reading issue with the abbott diabetes care (adc) device was reported by the healthcare professional. The customer received higher sensor scan results compared to readings from an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer felt wobbly and dizzy and managed by consuming dextrose and half a banana. The hcp reported a blood glucose reading of 272 mg/dl, and a sensor value of 420 mg/dl was obtained. It is unknown when these were taken in relation to the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.